Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the customer complained that the sensor insertion was painful. She could not take the pain and when they removed the sensor the cannula was bent. The infusion set was clogged. The insulin pump alarmed no delivery. Customer's blood glucose level was 400 mg/dl. The no delivery alarm was resolved with a complete set change. They changed the infusion set but the tape got stuck to the serter. The device was not returned.